Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left main coronary to proximal left anterior descending artery. The 2.5 x 20mm apex mr balloon catheter was advanced, but was unable to cross the lesion. The balloon was removed, and it was noted that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).